Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant, the patient presented with a pericardial effusion. A perforation of the right ventricular (rv) lead was suspected. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.